Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a low battery voltage alert for rrt (recommended replacement time) on (B)(6) 2013. The battery voltage was less than or equal to 2.62 volts.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4): the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 6932 implantable tachy lead implanted: 2000 (B)(6); 6940 implantable pacing lead implanted: 2000 (B)(6). (B)(4).